Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the temples using the packaged needle. There was no problem with the initial injection of 0.3ml. When injection continued at another injection site, the product leaked between the screw thread and syringe onto the patient's forehead. The syringe had been cracked. There were no injuries.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the temples using the packaged needle. There was no problem with the initial injection of 0.3ml. When injection continued at another injection site, the product leaked between the screw thread and syringe onto the patient's forehead. The syringe had been cracked. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without cap, 1 unused needle in an opened tray & pack. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the temples using the packaged needle. There was no problem with the initial injection of 0.3ml. When injection continued at another injection site, the product leaked between the screw thread and syringe onto the patient's forehead. The syringe had been cracked. There were no injuries.